Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. An updated stability search was performed; no new kit and/or time-point was seen. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for a patient¿s sample when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive result for a patient¿s sample. The patient¿s same sample was repeat tested on a different platform the cepheid that generated a sars-cov-2 positive result. A newly collected sample from the patient was tested on the cepheid that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal swab universal transport media bd 3ml- tek saline and m4rt remel. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).